Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was giving 'abnormal energy delivered' message upon start-up. In this state wrong defibrillation may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify but not duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was giving 'abnormal energy delivered' message upon start-up. In this state wrong defibrillation may be delivered. There was no patient involvement reported with the event.